Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g3, g6, h2 and h10.

Manufacturer narrative:
Device was evaluated. The reported issue of fail leak test was not able to be duplicated as the device passed the dunk test however, two (2) deep large dents at the distal end channel were observed. Additional restriction observed on both brush and forcep passage during testing. The unit failed electrical continuity, cuts on ccd (charged coupled device) shrink tube were observed. Based on evaluation findings, the found failures were attributed to use handling and maintenance issue. If additional information becomes available this report will be supplemented accordingly following investigation.

Event description:
It was reported that the device failed the leak test, the scope was closed in a cabinet door. The issue occurred before procedure. The same device was not used to complete the procedure. There was no patient involvement on this event reported. No user injury reported.